Event description:
The caller reported a tandem mobi cartridge alarm and confirmed with technical support that it was a cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support confirmed there was no prior exposure to external magnets or issues during the load process and arranged to replace the pump as a corrective action. The customer was instructed to use mdi as backup therapy, understood how to put the pump into storage mode, and was advised on the steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem using a pre-paid label.